Event description:
A customer contacted beckman coulter (bec) reporting a leak under the coulter lh 750 hematology analyzer. The volume of the leak was 2 mls and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a pinhole in the tubing through valve (vl) 41. The fse replaced the tubing which resolved the leak. As a preventative measure the fse also replaced tubings at the vl 46b, vl 50a and vl 48b that were not related to the leak that generated the event. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).